Event description:
Literature was reviewed regarding upgrading to conduction system pacing (csp) (which included his bundle pacing and left bundle branch area pacing) compared with biventricular pacing (bvp) in patients with pacing-induced cardiomyopathy. The authors described patient deaths in both groups; however, the causes of death were unknown and described as all-cause. There were patients in both groups who experienced heart failure hospitalizations, pocket hematomas which required surgical drainage in the bvp group, pneumothorax which required pleural drainage in both groups, and systemic device infections in both groups which required removal of the pacing system. There were leads which exhibited dislodgements, loss of capture (csp), and increases in thresholds (bvp) which required revisions. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/75 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: effectiveness and safety of upgrading to conduction system pacing compared with biventricular pacing in patients with pacing-induced cardiomyopathy: results of a propensity score¿matched analysis from a multicenter registry. Heart rhythm. 2026. 23:e615¿e623. Doi: 10.1016/j.hrthm.2025.12.007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.